Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The lesion was located in the proximal right coronary artery (rca). The physician had predilated the lesion with a 2.5mm x 30mm apex nc balloon and tried to place a 3.0mm x 28mm promus element stent but the stent would not cross the lesion. Having removed the 3.0mm x 28mm promus element, the physician tried to place a 3.0mm x 24mm promus element stent but found it wouldn't advance as far as the previous stent. While removing the 3.0mm x 24mm promus element, the stent caught on some plaque and stripped the stent off the delivery balloon in the proximal rca. The physician used a 3.0 apex balloon, at 14 atms, to deploy the dislodged stent at the non-target location. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).